Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another set of defib pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, but the clinical file was returned to conduct an investigation. Review of the provided clinical data file showed the device initially obtained an ECG signal via pads at 21:42:35 and indicated pads on. CPR is being performed, and at 21:46:20, the signal is lost and pads off is displayed. The device then toggles between pads on and pads off for about eight minutes until there is a defib cable ID change at 21:55:36. The pads off/pads on toggling indicate poor coupling between the pads and the patient, because if the poor coupling was between the unit and mfc or mfc to pads then defib cable ID changes would have been registered in the log during that time. There is a pads on message and the defib is then able to charge and shock when the proper patient impedance criteria was met, which further supports that the poor coupling was between the pads and the patient. It's noteworthy to mention the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry. Analysis of reports of this type has not identified an increase in trend.